Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump has been telling him he is low and his blood glucose has been 110 mg/dl. Customer stated the issues have been occurring for seven months. Customer stated he keeps treating for the low sensor reading and his blood glucose would go high. Customer blood glucose was currently 110 mg/dl and sensor was 45 mg/dl. Customer states at night when he doesn't get awaken by the alarms and the device suspends customer would wake up with blood glucose in the 400 mg/dl range. Event occurs daily. No further information reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, showed that it failed per specifications due to no isig readings were detected. Unable to confirm insertion anomaly due to the customer did not return needle.